Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure that while firing the device to create the jejunostomy, bringing the bowel together the tissue slipped from the grip of the stapler leaving a hole in the staple line. The hole was then sutured, and a leak test was performed with no leak detected. Same stapler was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.